Event description:
Had a stablyx carpometacarpal (cmc) arthroplasty system by skeletal dynamics implant put in. Caused severe pain and restricted movement. Had a revision surgery on (B)(6) 2025 which caused more pain and the surgeon was unable to remove the implant. Went to get a second opinion and had a third surgery (B)(6) 2026 to remove implant due to it eroding bone in my hand. I had a nonfunctional hand for 3 years before the implant was removed.